Manufacturer narrative:
H3: analysis confirmed customer issue regarding muting port loose. Unit presented with sw 1.7.5. And muting port loose. H6: previously added imdrf annex codes b21, c21, d16, e2401, f24 no longer valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stating there was no patient impact.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra-op, the muting cable port was loose and cause extra noise. The sound continuing through the entire surgery every time the monopolar bovie was used. Issue was not resolved but became intermediate while moving the muting cord at port. User mentioned everything else was replaced that was external and the issue still was present and not sure if it was due to loose muting port. There was no known patient impact.